Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of an mpu fault, was inconclusive as the submitted log file did not contain any mpu issues and no product was returned for evaluation. The customer submitted heartmate 3 lvas log files for review noting a mpu disconnection. The log file did not capture any loss of external power events (loss of mpu output or complete power cable lead disconnections). Per the customer¿s report of when the mpu event occurred (approximately a week prior), the log file did not contain events for this period. The event log file contained approximately 2 days of patient event data. The patient appeared to be managing their external power sources properly ¿ using fully charged batteries in pairs, changing batteries prior to low capacity alarms and using the ac power source (mpu) for extended rest periods. No faults were observed with the mpu operation in the log file. Multiple requests for additional event information were sent the customer; the customer did not provide additional event information. The specific reason for the mpu event was unable to be determined in this analysis. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU warn the user about power sources ¿ ¿that at least one system controller power cable must be connected to a power source (either the mpu, power module or heartmate battery) at all times¿. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm) and the heartmate 3 lvas IFU (¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported disconnecting from the mobile power unit (mpu) for approximately 5 minutes. The patient did not report any adverse events due to the disconnect. The log file review captured 114 pulsatility index events that occurred from (B)(6) 2021 to (B)(6) 2021. There were no other unusual events seen within the log files.